Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned. The proximal conductor was distorted at various locations. There was a cut through the outer insulation at 5.5 cm. Visual analysis found that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that during the implant procedure, "the screw cannot screw in" . The device was not implanted. No patient complications have been reported as a result of this event.